Manufacturer narrative:
Date of explant is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received stating that during an unrelated surgery, the leads were in the surgeon's way and accidentally cut the leads. As a result, the surgeon elected to explant the system to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's lead was explanted for an unknown reason on an unknown date.